Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy during two separate episodes for an atrial tachycardia. Therapy was not exhausted. Technical services was consulted and offered programming and troubleshooting options. At this time, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this device has been explanted as a result of normal battery depletion and returned to boston scientific for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported inappropriate atp and shock therapy during two separate episodes for an atrial tachycardia.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy during two separate episodes for an atrial tachycardia. Therapy was not exhausted. Technical services was consulted and offered programming and troubleshooting options. At this time, the ICD remains in service. No adverse patient effects were reported.